Event description:
The patient¿s pd nurse stated the patient was hospitalized on (B)(6) 2026 for pd catheter (not a (B)(6) product) malfunction. The nurse stated the patient had the pd catheter replaced and was switched to temporary hemodialysis to let the pd catheter site heal during the hospitalization. On (B)(6) 2026, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).